Event description:
It was reported the stapler was used during a bariatric procedure. The patient expired post-operatively and a leak was noted on autopsy. Md stated the staple lines were fine and he believes the leak noted was from the resuscitative efforts performed on the patient. No abscess or bleeding was noted. The md does not believe there was any instrument issue in this case.